Manufacturer narrative:
The reported event of ¿premature separation¿ and ¿the tethers were misaligned while the catheter was set to have the tethers aligned¿ were not confirmed. As received, a complete catheter was returned in one piece with the distal tethers aligned and the tether control knob in the aligned position. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Dimensional analysis of the tether bullets, distal wires, protrusion length and bullet offsets were measured within the product specification. Functional test of the catheter could not be performed because the associated device was not returned.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the procedure, the tethers of delivery catheter released prematurely from the atrial device. Upon removal of the catheter from the body, it was observed that the tethers were misaligned, despite the catheter being set to the aligned position. The right atrial leadless pacemaker (ralp) remained well fixated, and electrical parameters were within acceptable limits. Patient condition was stable.